Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation (the lens remains implanted); therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor implanted a monofocal toric intraocular lens (iol) in the left eye of a patient. The doctor indicated that when the lens was inserted in the eye, the optic was torn about two (2) mm from the edge with a free-floating piece. The doctor did not explant the lens. No further information was provided.